Event description:
A 3.0 stent (reportedly cut in half by dr prior to implantation) was introduced onto a fl 3.5 another co's guiding catheter, positioned and inflated. The dr removed stent with 4.0 snare. When equipment withdrawn stent could not be found in equipment and allegedly embolized. Whereabouts of stent unknown. No treatment required per physician. Pt expired 6 days later of acute cardiac/respiratory failure secondary to myocardial infarction and coronary artery disease.